Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.6, ref: 1.2, mean: 1.4, confidence limits: (1.1-1.9), result: pass. Date: (B)(6) 2011, inratio: 2.5, ref: 1.9, mean: 2.2, confidence limits: (1.4-3.1), result: pass. Date: (B)(6) 2011, inratio: 4.1, ref: 2.9, mean: 3.5, confidence limits: (2.0-5.0), result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Per compliant, patient on lovenox during testing performed (B)(6). Lovenox is a member of a class of anti-thrombotic agents known as low-molecular-weight heparins (lmwh). Per product use guide - limitations, "this test should not be used for patients on heparin therapy." This may be contributing cause to result disparity. No strip lot information provided, no further testing is possible. Inratio products in complaint were not designed for patient under heparin therapy. Patient on heparin bridging therapy would be considered off-label use of inratio. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No strip lot information was available. No product was expected to be returned. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.6, lab: 1.2. Date: (B)(6) 2011, inratio2: 2.5, lab: 1.9. Date: (B)(6) 2011, inratio2: 4.1, lab: 2.9. Therapeutic range: (2.0-3.0). Patient was on lovenox and coumadin from around (B)(6) 2011.